Event description:
The pt stated that, she had experienced the separation of infusion set tubing at the luer-lock connection on multiple occasions. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.